Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(6), batch: 7079410/7078307.

Event description:
It was reported that the patient had an infection at the midline incision site. Symptoms of redness and fluid around the ipg site were noted. The infection was not device nor procedure related and patient was placed on antibiotics. The patient underwent a full system explant procedure. The explanted devices will not be returned as they were kept by the medical facility.